Manufacturer narrative:
Philips has investigated this complaint. It was reported that the suite computer did not boot. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the exam room and operator room suite pc showed error message not allowing the software to boot and after that the system went down and would not fully come back up. Fse replaced the suite pc on iws and reloaded software. After the replacement of suite pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's suite computer was not booting. The device was outside clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.